Event description:
Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, fluid.

Event description:
Patient reported right side "developed swelling in the right breast and I'm very, very worried." Patient reported "diagnosed with intracapsular and extracapsular ruptures to the right breast as well as silicone seen outside the implant following a mammogram and ultrasound". Additional report of "there is some fluid now seen on a more detailed mammogram." Device status is unknown.